Manufacturer narrative:
(B)(4). The main printed circuit board assembly (pcba) was returned for evaluation. The service engineer (se) evaluated the pcba and found it was missing the daughter printed circuit board assembly (pcba) and there were also several broken components. The pcba could not be tested and the reported malfunction could not be verified.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during maintenance, a ventilator generated a motor error and alarmed. The device was rebooted but the pump did not work and an alert was confirmed. There was no patient involvement.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to a mechanical problem caused by a fracture caused by external force. If information is provided in the future, a supplemental report will be issued.